Manufacturer narrative:
Available information suggests this device will not be returned. Should additional information become available, or if the device is returned and analysis is completed, this report will be updated.

Event description:
Boston scientific received information that during routine change out, this right ventricular (rv) lead was stuck in the device header. Gentle traction was applied to remove the lead, however the insulation was damaged. The lead was surgically abandoned and the device was explanted. Both products were successfully replaced. No adverse patient effects were reported.